Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-day post implant, the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. Reprogramming changes was done, but the stimulation continued. Reprogramming changes were done to adjust the lv amplitude once again, which resolved the stimulation. The lead is still in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.